Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced occlusions with an infusion set (inset, 23 inch, 6 mm) that were only resolved after changing supplies, and replacement infusion sets were shipped. Symptoms included hyperglycemia without other reported symptoms. Outcomes included transient impact to glucose control for a few hours, with no back-up therapy, ketone testing, or medical intervention. Investigation included collection of event details and verification of supply replacement. Investigation of this case revealed an occlusion related to the infusion set that resolved with set replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.